Manufacturer narrative:
The investigation for the pump stop, saturated flow, vascular damage, and purge leak has been completed. No product or logs were returned for evaluation. Clinical details noted that when patient was being transported, the clinical staff reported the purge line disconnected from the red impella plug connection. The pump began to alarm "purge system open". A motor current spike was observed and pump saturation was also seen. "Impella stopped motor current high" alarm was present and flows decreased to 0. Additionally, at conclusion of impella support, arterial bleed from initial impella stick being too high. A stent was placed and vessel was able to close. The root cause of the pump stop could not be definitively determined as no product or logs were returned for evaluation. The root cause of the saturated flow could not be definitively determined. The root cause of the purge leak - pump could not be definitively determined as the leak location could not be definitively determined. The root cause of the vascular damage - peripheral vessel was most likely use related as the initial impella stick was too high. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b.7 information was added as it was inadvertently omitted from the initial mnaufacturer device report number 1220648-2025-25695. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25695 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously initial mnaufacturer device report number 1220648-2025-25695.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and three days into impella cp support, the patient was being transported for computed tomography imaging when the purge line was inadvertently pulled and disconnected from the red impella plug. A purge system open alarm appeared and the motor current spiked. Flow saturation then developed, and the pump subsequently stopped. The pump was replaced as a result of the noted issue. Upon conclusion of support, bleeding was noted from the access site, and it was discovered that the initial impella stick had been too high during implant resulting in an arterial bleed. A vbx stent was placed, and the vessel was successfully closed. The patient was reported to be stable following the event.